Event description:
Information was received indicating that the portex endotracheal tube leaked air from the cuff during the use of the product. So the operator stopped using it. There were no adverse events reported.

Manufacturer narrative:
Investigation completed on a smith medical intubation/portex endotracheal tubes photos attached and results tube damaged was observed on photos 2 and photo 4; bubbles was observed in photo 3. A total of five pictures were submitted . Sample of device for evaluation p/n 100/199/070 was tested by submerging under water and leak was confirmed. Device passed all functional testing prior to release. Theory of cause is believed to be based on the analysis conducted in the sample provided, leaking failure mode was confirmed. Therefore, according to on pfmea (rmp 1051) the occurrence of this failure condition could be caused by: welder machine failure. Will continue to monitor future allegations.

Event description:
Investigation completed and summary in h10.